Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot test were performed and failed due to usb connector damage, receiver won't turn on. Functional tests were not performed due to receiver won't turn on. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be defective usb connector. No injury or medical intervention was reported.